Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws bent while the device was inserted into the cannula. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. While we cannot conclusively determine the cause of the detached heater wire, this failure is consistent with the improper insertion of the hemopro 2 tool into the harvesting cannula. Per the IFU, when inserting or retracting the harvesting tool through the harvesting cannula, close the jaws and ensure the jaw tips are oriented upwards (concave side up) to prevent damage to the jaws. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).